Event description:
During initial implant procedure, it was not possible to tighten the set screw in the header of the device. A new device was selected and implanted to resolve the event. The patient was in stable condition.